Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was programmed off due to not operating as expected. The lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.